Event description:
The consumer reported the patient had experienced a loss/change of therapy. The patient had a return of leakage at night since (B)(6) 2016. It was noted the patient had increased the amplitude on her current program (1) but still had leakage. The patient mentioned she had unrelated back problems where her chiropractor would use a heavy duty vibrator at the end and sometimes would go low. It was noted the chiropractor was aware of the patient's implant. The patient had begun seeing the chiropractor (B)(6) 2016. During the call, it was reviewed for the patient to change the program and increase the amplitude. The patient changed to program 2 at 2.5v, which the patient stated was comfortable. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.